Event description:
It was reported that mobile app froze while customer was trying to load cartridge. Reportedly, the customer experienced diabetic ketoacidosis and was transported to the hospital by their parent. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.